Manufacturer narrative:
Product condition received: the product returned with the membrane completely unfolded and blood found on the exterior of the catheter with one-way attached. The sheath was not returned for eval. One kink was found on the catheter tubing approx 68.6cm from the iab tip. Product eval: vacuum was applied to the iab using the returned one-way valve and it held vacuum. A lab insertion test was performed using an 8fr lab sheath since the sheath was not returned for eval. The tech was able to successfully manually wrap and insert the balloon through the sheath. An underwent leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and no leaks were detected. A leak may impact the ability to maintain vacuum. Conclusion: the reported problem could be duplicated during testing. A review of the device history does not indicate any lot specific issues. (B)(4).

Event description:
Balloon would not pass through sheath for insertion. The prefusion assistant who filled-out the complaint sheet confirmed that the lack of insertion had no impact on the pt's injury or death.